Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended med device report will be submitted. (B)(4).

Event description:
A product liability claim was raised. It was reported by pt's counsel that the pt received an implant on (B)(6) 2010. The pt was revised on (B)(6) 2013 due to pain, limited range of motion, and a limp that required a cane for ambulation. It was also stated that during the revision surgery, the surgeon discovered "metal-on-metal debris" within the hip joint. Additionally, they allege synovitis was exposed and treated via a synovectomy during the revision surgery.